Event description:
It was reported that a user awoke with a blood glucose of 66 mg/dl and received a low glucose alert, expressing concern that alerts trigger late and noting a history of rapid drops; the user typically consumes a bedtime snack and was advised that higher pre-bed glucose could prompt pump correction during sleep, with guidance to consult their clinician regarding pump goals. Symptoms included hypoglycemia and dizziness. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.